Event description:
Customer reported blood glucose results of 921 mg/dl and 43 mg/dl within 10 minutes on the aviva system. Customer reported no symptoms, did not treat or act on results. No adverse event reported. Requested return of system, replacement sent.